Event description:
The wire broke off in the catheter when placing the PICC. Pt was not harmed.

Manufacturer narrative:
The complaint of a break in the tls stylet was confirmed. The returned stylet was received outside of the catheter and inlaid within the t-lock assembly. The stylet had been partially retracted through the t-lock assembly cap. The stylet was returned in two segments with a complete break in the magnetic region, 27.2" from the proximal end. The returned proximal segment of the stylet contained multiple kinks; 1.3", 5.2", 23.7", 24.3", 25.5", 26.0" and 26.8" from the proximal end. The proximal segment of the stylet contained the yellow pull tab, the central core wire, one and one-half magnets, and a 0.2" section of empty polyimide tubing. The returned distal segment was 2.1" long and contained one kink, 1.6" from the distal end. Microscopic examination (30-60x) revealed that the distal segment contained the epoxy tip and nineteen and one-half magnets. The break was an intramagnetic break and the polyimide tubing was bent over the broken edge of the magnet. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury". A chr of lot # reuh0378 showed no other similar product complaints from this lot number.